Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of a device. The visual inspection of the returned product noted that the cannula and envelope seal appeared intact. The circular seal had a cut. Pmv performed functional testing; the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut circular seal may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. The seal of the trocar is broken. It would not hold pneumo. In order to resolve the issue and complete the case, opened another trocar. There was no patient harm. The patient outcome is alive, no injury.